Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medical device report (MDR) will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist one vessel sealer instrument was unable to seal.

Event description:
It was reported during a da vinci assisted surgical procedure that the vessel sealer instrument stopped sealing. The procedure was completed with no reported patient injury nor harm. Intuitive surgical, inc. (Isi) tried multiple times to reach the customer to obtain additional information regarding the sealing issue, but was not successful.